Event description:
Reportedly in 2005 pt underwent laparoscopic cholecystectomy. Us surgical endoclips were used during the procedure. The pt returned to the hospital in 2005 with a right upper quadrant hematoma and was taken back to the or two days later for exploratory laparotomy with ligation of bleeding arteriole. The surgeon felt this was possibly related to a probable ligaclip equipment failure.